Manufacturer narrative:
Product analysis :the full lead in segment was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix fully retracted. The helix extension/retraction cannot be performed due to the lead was returned in segments.

Event description:
It was reported that during the implant procedure, there was placement difficulty because the lead's helix did not appear to extend in response to the rotation tool. A new lead was chosen and implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.